Event description:
Approximately one week post implant of this left ventricular (lv) lead, the patient was admitted for surgery to perform a pericardial window to address cardiac tamponade due to lv lead perforation. The patient subsequently underwent a cardiac angiogram and expired one day later due to renal insufficiency/toxicity from the dye used during the angiogram. The physician believes that the perforation could have been caused by either the lv lead itself or the guide catheter that was used to cannulate the coronary sinus.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.